Event description:
Healthcare professional reports a case of seroma and anaplastic large cell lymphoma (alcl). F/u findings: pt has textured, saline breast implant, MFR unk. Allergan takes the conservative approach to reporting. F/u findings: pt had well care appointment two months after multiple biopsies, two days later developed breast swelling. Pt then had a general surgery consultation and eval with three percutaneous drainage procedures and biopsies. Diagnosis of alcl made. Primary vs secondary breast alcl unclear, but stage IV at diagnosis. Multi-agent chemotherapy provided; refractory to chemotherapy. Mediastinal lymph nodes identified by CT scan. F/u findings: pt had supra clavicular and axillary nodes in addition to presenting with swollen breast. Liver, chest wall, mediastinal lymphadenopathy, right pleural effusion, lung nodules, abdominal wall, retroperitoneal lymph nodes findings. Investigation continues.

Manufacturer narrative:
(B)(4). Device labeling addresses the addresses the reported event of seroma as follows: (B)(4).